Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test the operating currents, failed battery test alarm, low battery alarm and off no power alarm due to no button response. The device had a scratched display window and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 360 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.